Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section e1: telephone number: (B)(6). Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints related to this production order (po) was performed. The search of complaints revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded monofocal intraocular lens (iol) was defective. There was patient contact. The lens was removed and replaced from the patient's right eye during the same procedure. Another johnson & johnson lens (same model and diopter) was successfully implanted as a replacement. There was no vitrectomy, incision enlargement, or sutures required. There was no other medical or surgical intervention required. The patient outcome was reported as patient is doing fine without any issues. No other information was provided.

Manufacturer narrative:
Corrected data: further information was provided and clarified the defective lens was the issue with the inserter as it would not advance fully for insertion of the lens. Therefore, lens damaged is no longer applicable. Additional info: further information was provided and reported the product is not available for return. The date of event was provided. No further information is available. The following sections have been updated accordingly: section b3: date of event: 9/17/2024 section h6: device code(s): 4009 delivery issue. The code provided in the initial report 1069 lens damage is no longer applicable. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.